Event description:
Additional information reported that the event "hurts like crazy." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3550-09, lot# n0024437, implanted: (B)(6) 2005. Product type: accessory: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3988sbl, lot# n25391, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had gained some weight after she was sick for a while. The patient believed putting weight on had pinched her implantable neurostimulator (ins) or "done something to the wires and is sitting in there funny." Once or twice in the past month the patient had some problems, but in the last couple days it had been "really really bad." The battery pack had been very sore to the touch and if the patient moved the wrong way it felt like she was getting "poked with needles." It hurt to rub her hand lightly across the top of her skin and the stitching on her jeans hurt the skin as well. It was very sensitive. The patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the patient was ¿still having concerns with their device or therapy but had not sought further help.¿